Event description:
Case manager and diabetes educator from (B)(6) reported that the patient has been at the hospital due to hyperglycemia since (B)(6) 2021. The case manager reported the following values: - 534 (B)(6) 8:14 pm , 400 (B)(6) 2021 2:55 am- 278 last night, (B)(6) 2021 before bed and 171, 3 hours before. The case manager indicated that normal sugar readings for this patient is between 101-171.